Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative of two incidents where the tubing of an opt944 optiflow adult nasal cannula broke during patient use . It was also reported that for the first incident, the patient desaturated below 80% spo2. The nasal cannula was in use for six days. No further patient consequence was reported. There were no reported patient consequences for the second incident.

Manufacturer narrative:
(B)(4). We followed up with the customer multiple times in order to obtain additional information regarding the incident and retrieve the complaint devices however no further information was received. The opt944 optiflow nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of our product. Results: device 1-visual inspection of the photograph revealed that the tubing was detached from the swivel connector. Device 2-the customer reported that the tubing of a opt944 optiflow adult nasal cannula was broken. Conclusion: without the complaint devices, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow adult nasal cannula include the following steps: "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). We have requested the return of the complaint device and further information from the customer to determine if the opt944 optiflow adult nasal cannula caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative of two incidents where the tubing of a opt944 optiflow adult nasal cannula broke during patient use . It was also reported that for first incident, the patient desaturated below 80% spo2. The nasal cannula was in use for six days. No further patient consequence was reported. There were no reported patient consequences for the second incident.